Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy - other") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, hypersensitivity, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she had received treatment for following events" device breakage, migration, chronic pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, metrorraghia, hair loss and weight gain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy - other") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, hypersensitivity, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she had received treatment for following events" device breakage, migration, chronic pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, metrorraghia, hair loss and weight gain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ device breakage, migration, chronic pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), allergy- other, weight gain, hair loss, extreme metallic and foul odour and mental anguish¿. Reporter¿s information, demographics, essure indication (amended) essure removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.